Event description:
It was reported that during an unknown procedure, clips fell out of instrument and was retrieved. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.